Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device inspection result: foreign material in the biopsy channel was not confirmed, however, inner wall of the channel was shaved. A-rubber glue was worn out. Insertion section was crushed at 15cm from the distal end. Inspection of the biopsy channel did not find any foreign material except shavings. Neither residue from previous use nor residue from previous reprocessing ejected from the channel during the examination process. Insufficient brushing was thought to be a cause of the suggested event. Review of repair history noted, the subject device had been sent to rrc (regional repair center) for angulation issue and the crushed connecting tube on (B)(6) 2021. Defect investigations showed a recurrent issue concerning the connecting tube condition within a period of 6 months. According to technical evaluation report, sbc (service business center) recommended the user fse visits to check user¿s device handling etc. Influence of device nonconformity: device inspection result shows the crushed insertion section. It was likely affected to the suggested event. Review of DHR (device history record) showed that the device was shipped out according to specifications. According to the following statement in IFU (instruction for use), user can detect foreign material in the biopsy channel prior to use and prevent the suggested event: inspection of the endoscopic system: inspection of the instrument channel: insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ IFU (reprocessing manual) states about precleaning to be taken immediately after procedure as below: precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. IFU cautions user against suctioning solid matter as below: if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. Root cause of the suggested event cannot be specified. Consideration: suggested event: foreign material was present in the biopsy channel. Based on the above investigation result, the presume causes are below: the insertion section of the device was crushed. Stress which crushed the insertion section kinked the biopsy channel, which made foreign material easily settle. Foreign material became settled and adhered by insufficient reprocessing, such as inadequate brushing, delay in precleaning. Based on the above investigation result, it is presume the facility staff was less trained in reprocessing and/or device handling according to IFU. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to ofr (olympus (B)(6)) service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly. Below are information on customers cds checklist: the customer last microbial sampling was on (B)(6) 2021. Customer confirmed there was no patient contamination. Aniosyme synergy mt is the detergent used for cleaning peracetic acid, glutaraldéhyde are the disinfectant used for disinfection. Aer treatment type-soluscope 4, cln, paa. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported when inserting the biopsy forceps into the working channel, the forceps passed without difficulty. When the mouthpiece arrives at the end distal to the endoscope, the tip came out with a biopsy type deposit. The biopsy was immediately re-aspirated by the operator. The issue occurred during an endoscopy procedure. After analysis, prior to the reported event, it was determined that the endoscope was used on the previous patient early in the morning prior to this procedure. The subject device was decontaminated with a pretreatment in the room and then manual swabbing was performed according to the procedure. During manual swabbing there was no pressure noted and the device was reprocessed using an aer (automated endoscope reprocessors). During reprocess, the aer indicated an alarm (leakage error 10), the nurse then performed another whole cycle on a second aer without any problem. The hygiene department was informed. The hospital reported no patient infection or contamination with patients from previous endoscope procedures. There was no patient harm or injury reported due to the event. No user injury reported.